Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 12mm, (batch 32678717 118) was returned for analysis. A visual and tactile examination identified no kinks or damage. A visual, tactile and microscopic examination of the distal extrusion identified no damage. A microscopic examination of the balloon material identified a v-shaped tear in the balloon. The tear stretched from the proximal markerband and extended distally for a total length of 11mm. No issues were observed with the actual balloon material which could potentially have contributed to the tear. A microscopic examination of the proximal and distal markerband identified no damage.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the fifth inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the fifth inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported, and patient was in good condition post-procedure.